Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion when administrating IV sincalide (kinevac.) .it was reported from clinical engineering services that the "posts connecting to the bezel frame assembly may have separate, potentially leading to over or under infusion."

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. The pcu event log shows that at 9:01am on 25 november 2017 sincalide ¿ kinevac was programmed for a vtbi of 50ml and a duration of 30 minutes. The infusion was stopped at 9:32 am when the user channeled off the module. The recorded total volume infused was approximately 48.8 ml. Rate accuracy testing found the device was slightly out of specification, under infusing. The customer¿s report of broken bezel bosses was not confirmed. An internal inspection found the bezel with a manufacturing date stamp of september 2014 which suggests the bezel had been replaced. The out specification condition noted during the initial rate accuracy test is believed to be the result of a rate calibration error of the replaced bezel. The service history suggests that the bezel was replaced by the customer. The root cause of the infusion completing sooner than expected was not determined.

Event description:
The customer reported that at 0858 a primary infusion of kinevac (sincalide) in a 50ml IV bag was programmed to infuse over 30 minutes with a vtbi of 52.9ml but completed sooner than expected. The user stated that she thought she programed the pump incorrectly. It was reported by the rn that per the package insert for kinevac "it can be administered as a bolus medication. Our protocol states that we administer it over 30 min.¿ there was no report of patient harm. The customer stated that the patient received the correct amount of medication but in a shorter time than anticipated.